Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) instructed the unit to shut down the medstation using the rear power switch; although this did not restore operation, pharmacy confirmed the medstation was subsequently brought back online and verified to be operational. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was showing black screen and offline in remote smart service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.